Event description:
This case was reported by a consumer (patient's sister) and described the occurrence of jaw cancer is a (B)(6) female patient who received super poligrip original denture adhesive cream (B)(4) over a period of approximately 2 years for dentures. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip free denture adhesive cream (B)(4). On an unknown date, approximately (B)(6) weeks prior to the report, the patient started super poligrip original denture adhesive cream (dental). At an unknown time after starting super poligrip original denture adhesive cream, the patient experienced jaw pain. On an unknown date, the patient was diagnosed with jaw cancer. This case was assessed as medically serious by gsk. The patient was treated with cancer chemotherapy (chemotherapy). Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Sister of consumer reported that her sister has been using super poligrip for about a year and about 2 weeks prior to the report experienced jaw pain and was diagnosed with jaw cancer and needs to have chemotherapy. Super poligrip original denture adhesive cream and super poligrip free denture adhesive cream are manufactured in (B)(4) and neither the products nor lot numbers were available. (B)(4).